Manufacturer narrative:
H6: physio control further evaluated the customers device and was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing. The device was retained by physio-control. The cause of the reported issue could not be determined.

Event description:
A physio-control sales representative was attempting to set up a customer's device when it was observed that it had a white display and was unresponsive when buttons were pressed. A white display is indicative of a device lockup condition that would prevent defibrillation, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer will be provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A physio-control sales representative was attempting to set up a customer's device when it was observed that it had a white display and was unresponsive when buttons were pressed. A white display is indicative of a device lockup condition that would prevent defibrillation, if it were necessary. There was no patient use associated with the reported event.